Event description:
The event involved a 3 gang 1o2¿ manifold, rotating luer, appx 1.1ml and it was reported that during anesthesia induction, after administering anesthetic induction drugs, leakage was observed from the valve. It compromised the accurate delivery and dosage estimation of anesthetics to the patient. The product was replaced with another one, and no further problems occurred. There was patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: qiuling li beijing jaspar medical device co., ltd. 01058205318 qiny1016@163.com

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot history review was conducted; corrective and preventative actions are in process.